Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2019. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position therefore we are able to validate this complaint. Functional evaluation of this instrument shows that although the tips are slightly misaligned in the closed position this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. We are unable to determine what caused the jaws to be loose and misaligned in the closed position but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were (B)(4) visually inspected and function tested prior to shipment to customer.

Event description:
It was reported that the tip of the jaws got bent during use. Therefore, the applier was replaced with a new one. The user x-rayed and confirmed that no clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of the jaws got bent during use. Therefore, the applier was replaced with a new one. The user x-rayed and confirmed that no clip fell/remained in the patient.